Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pelvis pain, pain") in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test". The patient's previously administered products included for an unreported indication: mirena from (B)(6) 2017. Concurrent conditions included fibromyalgia. Concomitant products included celecoxib (celebrex), gabapentin, hydrocodone bitartrate;paracetamol (norco), ibuprofen, naproxen, nsaids and paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month after insertion of essure (ess205). On (B)(6) 2017, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), pain in extremity ("leg pain") and abdominal pain lower ("cramping"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, pain in extremity and abdominal pain lower had resolved and the menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, menorrhagia, menstrual disorder, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: dicrepancy noted regarding essure removal compared to the previously received information. Diagnostic results: essure confirmation test(s) conducted on an unspecified date, result not provided. Most recent follow-up information incorporated above includes: on 7-jan-2019: plaintiff fact sheet received, event added- cramping, events onset date and outcome added. Concomitant drug added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pelvis pain, pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test". On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: dicrepancy noted regarding essure removal compared to the previously received information diagnostic results: essure confirmation test(s) conducted on an unspecified date, result not provided. Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs received: new event device monitoring procedure not performed and treatment medication added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pelvis pain, pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test". The patient's previously administered products included for an unreported indication: mirena from (B)(6)2017 to (B)(6)2017. Concurrent conditions included fibromyalgia. Concomitant products included celecoxib (celebrex), gabapentin, naproxen, nsaid's and paracetamol (acetaminophen). On (B)(6)2005, the patient had essure (ess205) inserted. In (B)(6)2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and pain in extremity ("leg pain"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain was resolving, the menstrual disorder outcome was unknown and the vaginal haemorrhage, menorrhagia, depression, anxiety and pain in extremity had resolved. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted regarding essure removal compared to the previously received information diagnostic results: essure confirmation test(s) conducted on an unspecified date, result not provided. Most recent follow-up information incorporated above includes: on 11-oct-2018: plaintiff fact sheet received. Events added: depression, mental anguish, leg pain. Concomitant and historical drug were added. Concomitant condition was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pelvis pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: essure confirmation test(s) conducted on an unspecified date, result not provided. Most recent follow-up information incorporated above includes: on 21-jun-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information and lab data updated. Essure removal date (B)(6) 2017 was added. Event pelvis pain was clubbed with previously reported event. Events vaginal haemorrhage, menorrhagia were newly added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pelvis pain, pain') in a 24-year-old female patient who had essure (ess205) (batch no. 508015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test". Medical conditions: *essure confirmation test(s) conducted on an unspecified date, result not provided. Previously administered products included for an unreported indication: mirena from may 2017 to 2-oct-2017. Concurrent conditions included fibromyalgia, leiomyoma nos and nabothian cyst. Concomitant products included celecoxib (celebrex), gabapentin, hydrocodone bitartrate;paracetamol (norco), ibuprofen, naproxen and nsaids. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month after insertion of essure (ess205). On (B)(6) 2017, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), pain in extremity ("leg pain") and abdominal pain lower ("cramping"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, pain in extremity and abdominal pain lower had resolved and the menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, menorrhagia, menstrual disorder, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: dicrepancy noted regarding essure removal compared to the previously received information discrepancy noted regarding essure insertion date (B)(6) 2005. Treatment received for pelvic pain, menorrhagia, abnormal bleeding(vaginal), psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2006: not provided.. Lot number: 508015 manufacturing date: 2005-04 expiration date: 2007-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pelvis pain, pain') in a 24-year-old female patient who had essure (ess205) (batch no. 508015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test". Medical conditions: *essure confirmation test(s) conducted on an unspecified date, result not provided. Previously administered products included for an unreported indication: mirena from (B)(6) 2017 to (B)(6) 2017. Concurrent conditions included fibromyalgia, leiomyoma nos and nabothian cyst. Concomitant products included celecoxib (celebrex), gabapentin, hydrocodone bitartrate;paracetamol (norco), ibuprofen, naproxen and nsaids. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month after insertion of essure (ess205). On (B)(6) 2017, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), pain in extremity ("leg pain") and abdominal pain lower ("cramping"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, pain in extremity and abdominal pain lower had resolved and the menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, menorrhagia, menstrual disorder, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: dicrepancy noted regarding essure removal compared to the previously received information discrepancy noted regarding essure insertion date (B)(6) 2005. Treatment received for pelvic pain, menorrhagia, abnormal bleeding(vaginal), psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2006: not provided. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.